Event description:
This product was used in conjunction with a coronary angiogram. Tubing in manifold system developed a bulge in the tubing. Use of product discontinued, no apparent problems, but could have been an issue if tubing completely ruptured, which would have resulting in air in the system.